Event description:
MFR rec'd a report of a power wheelchair suddenly stopping and causing the user to fall. This allegedly resulted in the use sustaining a broken femur. A specific malfunction has not been reported.